Event description:
It was reported that a double beep with cassette was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: these issues occurred during testing and the date is unknown.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Fluid ingression and .physical damage was observed. No error was found in event history log. Customer problem was not duplicated. During investigation, fluid ingression was found on the downstream sensor causing the double beep - cassette attached. Although fluid ingression was identified, the customer reported issue of "double beeping cassette" was not confirmed. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor.